Manufacturer narrative:
Investigation summary: the incident products were not returned for evaluation and no lot numbers were provided. In the absence of the subject devices, it is difficult to determine the root cause of the incidents. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All final assembled handpieces are leak tested at both suction and irrigation valves to ensure the seal functions properly. Through user's interaction with the handpiece, the smoke evacuation feature may have been unintentionally activated. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently re-designed the handpiece which is intended to minimize the potential for this type of incident to occur. This document represents our initial/final report.

Event description:
Lap diagnostic- "during procedure the smoke evac was inadvertently turned on and sucked up bowel. 2nd incident - (B)(4)."patient status: stable